Event description:
Pt underwent initial implantation in 1965 using silicone breast implants. These were replaced in 1997 w/saline implants. Severe right breast capsular contracture necessitates removal.